Event description:
It was reported that several non-sustained lead noise were observed via merlin.net transmission. Upon review of the egm, mismatch between the near-field and farfield channel was observed due to intermittent atrial blanking. Necessary programming changes will be performed during next follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.